Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right atrial (ra) lead fractured and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Noted anomaly in outer coil via x-ray. X-ray found the lead was not electrically continuous. Detailed analysis confirmed that the outer coil was fractured, likely due to cycle fatigue.

Event description:
It was reported that additional information was received from product investigation closure, and it was determined that the lead was found fractured. A supplemental report is being filed. The right atrial (ra) lead fractured and was explanted. No additional adverse patient effects were reported.